Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced high blood glucose of over 500 mg/dl. Customer's current blood glucose was 127 mg/dl. Customer stated that she had high blood glucose due to bent cannula. Customer stated that sensor was expired and had to change sensor. Insulin pump will not be returned for analysis.